Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient urine isolate (escherichia coli) was misidentified as pasteurella aerogenes. The user verified the final result using maldi. No health impact or consequence reported.